Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of erroneous results for a urine sample for 1 patient tested for crep2 creatinine plus ver.2 (crep2) on a cobas 8000 c 702 module. The erroneous results were not reported outside of the laboratory. The initial crep2 result from the c702 module in question was >600 mg/dl with a data flag. The sample was repeated via dilution and the result was 4.7 mg/dl. The sample was run on a different c702 module and the initial result was >600 mg/dl with a data flag. The sample was repeated via dilution and the result was approximately 640 mg/dl. This result is believed to be correct. The dilution parameters were set correctly on both modules. On (B)(6) 2018 the customer repeated the sample again on the c702 module in question and the initial result was >600 mg/dl with a data flag. The sample was repeated via dilution and the result was 5.0 mg/dl. The customer stated calibration and qc on (B)(6) 2018 were acceptable. There was no allegation that an adverse event occurred. The crep2 reagent lot number and expiration date were not provided. The field service engineer (fse) visited the customer site and found an issue with the sample probe. The probe was not aligned properly. The fse adjusted the sample probe. The customer ran patient samples, calibration and qc. All results were within the customer's specifications. The investigation determined that the sample probe issue found by the fse was the root cause of the event. Trending was performed on this type of complaint and no abnormal trend was identified. During a review for this customer site, there were no similar past complaints on any like instrument for the past 12 months.

Manufacturer narrative:
The customer has not complained of any additional issues.